Manufacturer narrative:
Visual exam establishes that the valve is functioning normally with no signs of thrombus, pannus or any other means of interference. Potential misdiagnosis of valve problem that cannot be confirmed at this point. (Note: report late due to oversight at returned goods receiving.)

Event description:
Patient underwent valve replacement surgery after testing showed one leaflet stayed open allowing regurgitation.